Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11. Corrected field : d9 , h11. A getinge field service engineer (fse) evaluated the unit, but was unable to duplicate the reported malfunction. The fse identified that the fiber-optic connector was damaged, but functioned as intended. The fse replaced the fiber-optic sensor extension assembly (0012-00-1562). The equipment was tested. The fse verified that it was functional and within specifications. The following investigation was performed by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) wayne, the failure analysis and testing dept. Received part number 0012-00-1562 with a reported unit failure of a broken fiber optic connector. The fat performed a visual inspection and found the part to be damaged be there fiber optic cable plugs in to. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Au. The most probable root cause is excessive stress or fatigue.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that cardiosave intra-aortic balloon pump (iabp) ¿had received an error message, and changed out the pump console. Once switched it out, the error message went away.¿ customer reported the messages were ¿unable to update timing¿ and ¿no trigger¿. I reviewed the nature of both messages with customer. After customer stated that the first cardiosave pump should be serviced and planned to send the pump to biomed. Customer reported no patient harm or injury.

Manufacturer narrative:
Updated fields: b4,d8, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. A getinge field service engineer (fse) evaluated the unit, but was unable to duplicate the reported malfunction. The fse identified that the fiber-optic connector was damaged, but functioned as intended. The fse replaced the fiber-optic sensor extension assembly (0012-00-1562). The equipment was tested. The fse verified that it was functional and within specifications.

Event description:
N/a.